Event description:
A malfunction was reported on a pump by the caller. There was no reported adverse impact to the customer's blood glucose level. The caller reverted to multiple daily injections (mdi) as a backup insulin therapy.